Event description:
It was reported that the patient presented for a new implant procedure. It was noted that a lot of resistance and an inability to insert the right atrial (ra) lead all the way through the implantable cardioverter defibrillator's (ICD) header was observed. The ICD was exchanged. The ra lead was able to enter the new ICD header without issue. The patient was stable.

Manufacturer narrative:
The reported event of inadequate insertion was not confirmed. The device voltage was above the elective replacement indicator (eri) level upon receipt. Analysis of device image indicated the device was within normal range of operation. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of the device¿s header connector port found no anomaly contributing to reported event. Further analysis of the device¿s lead impedance, pacing, and high voltage charging were found to be normal.